Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('so much pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus ("itching of the thighs, stomach"), fatigue ("great fatigue (sometimes slept 24 hours non-stop)"), migraine ("migraines (so intense that she wanted to throw up)"), musculoskeletal pain ("joint and muscle pain (arms, legs and back)"), musculoskeletal discomfort ("a constant weight on my shoulders"), furuncle ("boils on my chest, thighs and buttocks"), loss of consciousness ("blackout"), abnormal weight gain ("excessive weight gain"), feeding disorder ("eating disorders (inability to eat)"), gastrointestinal disorder ("gastrointestinal disorder") and dermatitis contact ("development of contact allergy (hand full of itchy water-filled blisters)"), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, pruritus, fatigue, migraine, musculoskeletal pain, musculoskeletal discomfort, furuncle, loss of consciousness, abnormal weight gain, feeding disorder, gastrointestinal disorder and dermatitis contact had not resolved. The reporter considered abnormal weight gain, dermatitis contact, fatigue, feeding disorder, furuncle, gastrointestinal disorder, loss of consciousness, migraine, musculoskeletal discomfort, musculoskeletal pain, pain and pruritus to be related to essure. The reporter commented: that after the essure removal, she felt better for 3 weeks then all symptoms returned. She is dependent on someone to wash her, she can no longer tie her hair, longer walk long distances, the standing position is painful after about ten minutes, can not do housework. She also reported that the physician refused to remove the uterus as recommended. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(4) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('so much pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus ("itching of the thighs, stomach"), fatigue ("great fatigue (sometimes slept 24 hours non-stop)"), migraine ("migraines (so intense that she wanted to throw up)"), musculoskeletal pain ("joint and muscle pain (arms, legs and back)"), musculoskeletal discomfort ("a constant weight on my shoulders"), furuncle ("boils on my chest, thighs and buttocks"), loss of consciousness ("blackout"), abnormal weight gain ("excessive weight gain"), eating disorder ("eating disorders (inability to eat)"), gastrointestinal disorder ("gastrointestinal disorder") and dermatitis contact ("development of contact allergy (hand full of itchy water-filled blisters)"), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, pruritus, fatigue, migraine, musculoskeletal pain, musculoskeletal discomfort, furuncle, loss of consciousness, abnormal weight gain, eating disorder, gastrointestinal disorder and dermatitis contact had not resolved. The reporter considered abnormal weight gain, dermatitis contact, eating disorder, fatigue, furuncle, gastrointestinal disorder, loss of consciousness, migraine, musculoskeletal discomfort, musculoskeletal pain, pain and pruritus to be related to essure. The reporter commented: that after the essure removal, she felt better for 3 weeks then all symptoms returned. She is dependent on someone to wash her, she can no longer tie her hair, longer walk long distances, the standing position is painful after about ten minutes, can not do housework. She also reported that the physician refused to remove the uterus as recommended. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.